Manufacturer narrative:
H6: the device has not been returned to ventec for evaluation. The previous device manufacturer, invacare, is investigating the reported event. Upon completion of the previous device manufacturer's investigation, ventec shall be provided with the results. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event was reported to ventec by the device¿s previous manufacturer: "a notification has been made of a patient who has been hospitalized (3 days) due to desaturation. The patient used an oxy concentrator (perfecto v 2, 18ef020559) for the administration of oxygen. We have already investigated the machine: the last maintenance took place on the 29th of february and the machine was found complaint. However, afterwards the max oxygen flow was 2.5l/min instead of 4l/min causing the patient to desaturate¿. No further details about the patient or the event were provided. The device's previous manufacturer also advised ventec that the UDI information for the device was not available; therefore, section d4, UDI, is "unknown." Due to a technical issue with ventec¿s electronic medwatch submission platform, we are unable to enter ous contacts in our esub form and have instead entered in the domestic (USA) reporter¿s information. Section e1, initial reporter, should state: (B)(6).

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, UDI #, of the initial medwatch report stated: unknown. Section d4, UDI #, of the initial medwatch report should have stated: none. Ventec reached out to the original device manufacturer, invacare, and asked them to provide the UDI# for this device. Invacare advised ventec that this device was not sold in the united states, and that at the time of its manufacturer it did not require a UDI#. As a result, this device does not have a UDI#. New information for supplemental medwatch report 001 -- h6: the device was not returned to ventec for evaluation. The previous device manufacturer, invacare, investigated the reported event. Invacare was advised that the patient had a backup source of oxygen during the reported event, however, it is unknown whether or not the patient used the backup source of oxygen. Invacare was unable to ascertain what type of service or maintenance activities were performed on the device during the reported maintenance check ((B)(6) 2024) which occurred prior to the reported patient event. The device was received by invacare for an evaluation. Invacare then provided ventec with the following investigation findings: ¿investigation findings: during the investigation it was found that the f-tubes and the connection to the oxygen tank are leaky. It was furthermore detected that the flow rate could not be adjusted to more than 1,7 l/min, meaning that the ball in the flow meter could not be set to more than 1,7 l/min on the scale. The oxygen purity was measured with 94,6%, which is within the specifications. The reduction in the flow rate from 2.5 l/min observed by the reporter and the 1.7 l/min measured during the investigation can be explained by the fact that the leaks in the tubes increased in the meantime. At the time of the incident the affected perfecto2 v oxygen concentrator was more than 5 years old and therefore already exceeded its expected service life. The expected service life of this product is three years of operation when used in accordance with the safety instructions, maintenance intervals and correct use, stated in the manual. The effective service life can vary according to frequency and intensity of use. Probable root cause and conclusion: based on the information provided and the investigation findings, we assume that there was a drop in the flow rate due to leaky tubes in the concentrator. Due to these leaky tubes, the oxygen concentrator could only produce a flow rate of 1,7 l/min with a purity within the specifications. Therefore, it was not possible anymore to set the flow meter higher than 1,7 l/min, meaning that the ball in the flow meter would not go higher than this value on the scale and would drop if set to a higher value. We assume that this is highly noticeable as it was also mentioned by the reporter that they noticed that "even if the maximal flow meter was adjusted to 4l/min, only a flow meter of 2,5l/min with 95% purity was emitted." We received the information that the prescription for the patient was 2 l/min. Why it was tried to set the flow meter to 4 l/min ("even if the maximal flow meter was adjusted to 4l/min[...]") Is not known. The user manual states that in case the oxygen concentrator fails to produce oxygen due to power failure or device malfunction it is necessary to always have a backup source of oxygen readily available. It was stated that "the patient had a back-up source of oxygen", but it is not known if this backup source of oxygen was used by the patient. The following safety-relevant information can be found in the user manual: "danger! Risk of injury or death this product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine. ¿ do not use in parallel or series with other oxygen concentrators or oxygen therapy devices." "Warning! Risk of injury a change in altitude may affect total oxygen available to you. To prevent oxygen deprivation: ¿ consult your physician before traveling to higher or lower altitudes to determine if your flow settings should be changed." "7 maintenance 7.1 service life warning! Risk of injury or damage the product has been tested for the service life stated in this manual. Use of the product beyond this time period may cause injury or product damage. ¿ only use the product for the service life stated in this manual. Do not exceed the service life of the product. ¿ perform all maintenance according to the recommended schedule in this manual." "8.2 wear and tear. [...] Normal wear and tear items and components for this product are listed below. ¿ all types of filters. ¿ all types of tubing". The investigation determined that the likely cause of the reported issue was leaky tubes within the oxygen concentrator, however, it was also determined that the device was well beyond its expected service life. Ventec has determined that the overall cause of the reported issue was user error, due to the patient's continued utilization of the device beyond its expected service life. Ventec was unable to conclusively determine if the device use contributed to the alleged patient desaturation, as the patient reportedly had a backup source of oxygen available to them during the reported event and it is unknown whether or not they utilized their backup oxygen.